Event description:
IV fluid noted on floor under lipid line. Line leaking below or around lipid filter and tpn/pt meds were backing up lipid line and dripping on floor. Infant meds included morphine gtt, dopamine, dobutamine, and precedex. Noted to be more agitated, but pressure remain stable. Stopped lipids and replaced tubing without a filter. Cleared tpn tubing to remove any excess backup of meds and started fluids. Abp slightly increased after restarting.